Manufacturer narrative:
H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a patient noticed ¿pd liquid on the floor¿ from an unspecified location, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during use of peritoneal dialysis therapy. During troubleshooting, the patient noticed ¿pd liquid on the floor¿ from an unspecified location that led to this alarm. Renal therapy services advised the patient to remove the cassette and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.